Event description:
The customer reported that while the iabp was in use on a patient, the iabp displayed the message "error" after the customer attempted to transduce the arterial pressure using the adapter cable and the standard arterial pressure cable. No ECG trigger was tried due to unit locking up and not operation after pressure cable was attached. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformities noted in the DHR related to the reported event and failure mode. The company representative observed that the pressure transducer adapter cable (part number: 0012-00-1815) was faulty. He recommended the customer to purchase a new cable. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The service representative accidentally discarded the faulty cable, it will not be possible to identify the root cause of the malfunction of the cable. (B)(4).